Event description:
It was reported that the patient was experiencing worsening pain at the left flank. The patients ipg was replaced with a MRI compatible ipg and the patient was doing well with good coverage postoperatively. The explanted ipg was retained by the medical facility and will not be returned.